Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side exchange from textured to smooth devices due to the patient's concern with the product. Later physician reported "rupture".the device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare provider reported a left side exchange from textured to smooth devices due to the patient's concern with the product. Later physician reported "rupture".the device was explanted.